Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the second ruby coil evaluated. The pusher assembly was kinked approximately 9.0 and 13.0 cm from the proximal end. The embolization coil was detached from its pusher assembly. The embolization coil windings were offset. The inner diameter (ID) of the distal detachment tip (ddt) was measured and found to be within specification. The outer diameters (od) of the proximal constraint sphere and the pull wire were measured and found to be within specification. The distal tip of the pull wire was removed from the ddt¿s capture feature by the penumbra investigator. The pull wire was extended beyond the ddt approximately 0.3 cm. Conclusions: evaluation of the first returned ruby coil revealed that the coil windings were offset. This type of damage typically occurs due to improper handling during use. The coil damage likely occurred due to forceful advancement against resistance. The resistance likely occurred due to the coil damage. During the functional analysis the ruby coil could not be advanced through its introducer sheath. Evaluation of the second returned ruby coil revealed that the embolization coil was detached from its pusher assembly. The ods of the proximal constraint sphere and the pull wire distal tip were measured to be within specification. The ID of the ddt and was measured and found to be within specification. The pull wire was checked for pre-compression, and pre-compression was present. The observed damage likely occurred due to forceful retraction against resistance that may have caused the distal section of the pusher assembly to elongate beyond the reach of the pull wire, which would result in the embolization coil detaching from the pusher assembly. The embolization coil was not returned for evaluation. Further evaluation of both ruby coils revealed both pusher assemblies were kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00683.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer¿s microcatheter, the physician experienced resistance; therefore the ruby coil was removed. The physician then attempted to advance a new ruby coil through the microcatheter; however, resistance was encountered again and the physician decided to remove the ruby coil. Upon retraction, the ruby coil unintentionally detached from its pusher assembly inside the microcatheter. The physician was able to pull the detached ruby coil out of the microcatheter. The procedure was completed using two additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.